Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error 255-202-2 was not identified during the customer call. Tech support informed to the customer that they need to replace the battery, if the issue is not resolved, suggested to replace logic board or else recommended to sent for service repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-202-2. There was no patient involvement.